Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were hard to press and takes few times to respond. The customer¿s blood glucose value was unknown. The insulin pump screen was scratched, time and date has to reset after battery change also battery cap was severely stripped. The device will not be returned for analysis.